Event description:
On 10/12/92, right fractured humerus was repaired with a steinmann pin and external fixation device. In 12/92 the steinmann pin was removed. On 7/30/93, due to tenderness midshaft of right humerus and clean false motion, the external fixation plate and screws were removed and the fracture was repaired with a bone graft. The "hardware from the right humerus" was removed. The larger orthopedic plate was removed and exhibited a fragment broken from one end at the side of the screw position. Visual observation with the unaided eye indicated a relatively clean break with minor crystallization of the metal. The smaller was removed and appeared to be intact and in satisfactory conditioninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.